Manufacturer narrative:
In the previous report, section d includes device model number, catalog number, UDI number and section g include report source were incorrect. In this report the following sections have been updated or corrected.

Manufacturer narrative:
H3 other text : device has not been returned to the manufacturer

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged lung disease. In addition, the patient also reported eye irritation, dizziness, headache, kidney disease/toxicity, liver disease. Medical intervention was not specified by the patient. Due to potential litigation surrounding this case, no follow up can be performed at this time. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer provided wrong country of occurrence information in the initial submitted report, which is updated in this report.